Manufacturer narrative:
Concomitant products: 694765, lead, implanted: (B)(6) 2005; 5076-52, lead, implanted: (B)(6) 2005.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had no telemetry and did not appear to be pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.